Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg has been inoperable for over two months. As a result patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s ipg was explanted and replaced. Patient has effective therapy post operatively.